Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite to evaluate the customer's device. The fsr was not able to duplicate the complaint and did not found any trouble in operation of the unit. The fsr tightened loose fittings and ran operation verification procedure. The unit met manufacturer specifications. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator's screen was frozen while use on patient. The customer reported that there was no harm or injury to the patient.